Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic for a routine follow up. The device was not able to be interrogated; the programmer kept displaying a message stating the device was not found. The position of the wand was changed, the patient was in a room where the same programmer successfully interrogated a device the previous day. The patient was of a normal size, the device appeared to be in the same place, and there was no visible trauma to the implant site. The physician did not try applying a magnet to see if beep tones would be produced. The patient left and declined to return when the physician called them back for additional troubleshooting. If the patient will return to the clinic, the physician plans to try the interrogation again, apply a magnet, and perform an x-ray. Technical services discussed performing a magnet reset to resolve a possible telemetry issue. It was noted the last follow up was in 2021 and the remaining longevity at that time was 78%. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic for a routine follow up. The device was not able to be interrogated; the programmer kept displaying a message stating the device was not found. The position of the wand was changed, the patient was in a room where the same programmer successfully interrogated a device the previous day. The patient was of a normal size, the device appeared to be in the same place, and there was no visible trauma to the implant site. The physician did not try applying a magnet to see if beep tones would be produced. The patient left and declined to return when the physician called them back for additional troubleshooting. If the patient will return to the clinic, the physician plans to try the interrogation again, apply a magnet, and perform an x-ray. Technical services discussed performing a magnet reset to resolve a possible telemetry issue. It was noted the last follow up was in 2021 and the remaining longevity at that time was 78%. Additional information was received. The distributor representative provided the name of the physician and hospital for this case. It was noted the patient planned to return for a new follow up in three months. No adverse patient effects were reported. The device remains implanted but at this time, therapy availability was not able to be confirmed.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic for a routine follow up. The device was not able to be interrogated; the programmer kept displaying a message stating the device was not found. The position of the wand was changed, the patient was in a room where the same programmer successfully interrogated a device the previous day. The patient was of a normal size, the device appeared to be in the same place, and there was no visible trauma to the implant site. The physician did not try applying a magnet to see if beep tones would be produced. The patient left and declined to return when the physician called them back for additional troubleshooting. If the patient will return to the clinic, the physician plans to try the interrogation again, apply a magnet, and perform an x-ray. Technical services discussed performing a magnet reset to resolve a possible telemetry issue. It was noted the last follow up was in 2021 and the remaining longevity at that time was 78%. Additional information was received. The distributor representative provided the name of the physician and hospital for this case. It was noted the patient planned to return for a new follow up in three months. No adverse patient effects were reported. The device remains implanted but at this time, therapy availability was not able to be confirmed. The distributor representative later reported that the patient has refused to return for a device follow up as they have no complaints about the device. No further information is available.